Event description:
During the pulsed field ablation pulmonary vein isolation procedure, there was a procedural delay due to a leak issue and a baseline issue. After the lspv was ablated, when ablating the lipv, there was no contact for electrodes 6, 7, 8. To readjust the balloon, the catheter was deflated and blood was noted in the syringe. The catheter was fully deflated and removed from the patient. Upon inspection, the catheter balloon was filled with blood, but no direct leak in the balloon was observed. The volt catheter was replaced, but when in the left atrium, electrode 6 had an electrode failure. Baselining was performed again, the catheter was reconnected, and the cable was replaced with no resolution. The generator and catheter were replaced and the procedure was completed with no adverse consequences to the patient.